Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during unpacking, the protective sheath could not be removed from the 3.0x15 mm nc traveler balloon dilatation catheter (bdc). The nc traveler bdc was not used for the procedure. There was no patient involvement and no clinically significant delay in the procedure. A non-abbott bdc was successfully used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and the reported difficulty to remove the sheath was confirmed. Based on the visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.